Event description:
This was a lead extraction case to remove one advisory lead (medtronic sprint fidelis 6948). The lead was prepped with an lld-ez. The physician, using a 14fr. Glidelight, lased in the subclavian vein, up to and around the svc/atrial junction, and pulled the lead through the sheath. An access wire was inserted through the glidelight. The glidelight was removed and a new rv ICD lead was implanted via the access wire utilizing a long introducer sheath (model unknown). It took multiple attempts to advance through the svc turn, but the physician was eventually able to implant the new lead (model unknown). The introducer sheath was removed, the lead was tested, hooked up to the device, and the pocket was closed. A decline in the patient¿s blood pressure was observed through the a-line. The CT surgeon was called and a sternotomy was performed from a lateral approach (due to the patient¿s history of previous sternotomy via a sub-xyphoid approach). Two small holes in the svc were discovered and repaired. The intervention was initially successful, however the patient expired two days later due to blood loss from an ra tear. It is unclear whether the injury was caused by the extraction of the advisory lead or implantation of the new lead.